Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, refrigerator failed, attempted recovery and performed reboot, but the issue persisted. Station had white screen after reboot and went offline on remote support service. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that screen was white and station was offline. A technical support specialist (tss) reviewed sync and medapplication logs, and identified a break at approximately at 16:04, confirming a power failure-related reboot (16:04:09) that caused the database to enter suspect mode, with no prior sync errors observed. Using sql server management studio (ssms), tss verified the suspect state and attempted recovery by setting the database to emergency mode and running repair; however, this failed due to an inability to alter the database. Considering minimal data loss risk, tss backed up the existing database files to the d:\ drive, dropped the corrupted database, created a new database on the d drive due to space constraints, and initiated a full data synchronization, which completed successfully without errors. Further the field service engineer (fse) performed hardware test application (hta) testing, where helmer fridge bin access was confirmed operational. After application restart, bio identification (ID) was found non-functional and the bio ID unit was replaced and drivers reinstalled, restoring full functionality. Final testing in both hta and the application confirmed the station was fully operational. The system functioned as intended after the field service engineer and technical support specialist together resolved the issue.